Event description:
New information noted the leadless pacemaker (lp) was reinterrogated and all diagnostics had returned to normal.

Manufacturer narrative:
The reported complaint of an invalid displayed value for ams percentage was confirmed. The root cause is insufficient handling by the aveir programmer software of invalid diagnostics data (e.g., as caused by corruption of lp memory due to cardioversion, rf ablation, etc).

Event description:
It was reported the patient presented after a cardioversion for atrial arrhythmias. Upon interrogation, it was discovered the leadless pacemaker (lp) had been reset and a diagnostic anomaly had occurred. The lp was successfully restored. The patient was in stable condition.